Manufacturer narrative:
The reagent information was not provided. The customer performed analyzer maintenance (liquid flow path cleaning) on both modules and successfully repeated the qc. The investigation determined that the customer's actions resolved the issue. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys tsh, elecsys t4, elecsys ft3 iii, and elecsys ft4 IV results for 2 patient samples on two cobas e 801 modules. For sample 1, the initial tsh result was 0.014 uiu/ml and the initial t4 result was 0.5 ug/dl. The repeat tsh result was 0.833 uiu/ml and the repeat t4 result was 11.4 ug/dl. For sample 2, the initial tsh result was 0.018 uiu/ml, the initial ft3 result was 1.07 pg/ml, the initial ft4 result was 0.04 ng/dl. The repeat tsh result was 3.230 uiu/ml, the repeat ft3 result was 3.49 pg/ml, and the repeat ft4 result was 1.22 ng/dl. Clarification on which module produced which results was not provided.